Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a black screen with an error code 10003 which is a defib failure cycle power message. There was no report of pt involvement.